Manufacturer narrative:
Omit : unique identifier (UDI) #, c20 - no findings available, d15 - cause not established. Investigation summary: the complaint of chemotherapy infused longer than the anticipated time was not confirmed or replicated as the devices were not returned. The facility determined that this event was a programming error. Facility declined to provide any additional information. Testing and log analysis could not be performed as the devices, or their logs were not returned for this investigation. The bd alaristm system with guardrailstm suite mx user manual v12.1.2 notes that proper operation of the bd alaris ¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. There was patient involvement but no harm. This device was reported used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the report of chemotherapy infused longer than the anticipated time was not identified. The facility determined it was a programming error.

Event description:
It was reported chemotherapy infused longer than the anticipated time. There was patient involvement however patient harm is unknown. Further information was received from the customer. Following internal review of the event, it was determined by the customer this event was a programming error. Customer declined to provide any additional information.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported chemotherapy infused longer than the anticipated time. There was patient involvement however patient harm is unknown. Further information was received from the customer. Following internal review of the event, it was determined by the customer this event was a programming error. Customer declined to provide any additional information.